Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, when inserting a suprapatellar tibial nail insertion, the driving cap broke off into the insertion handle. There were no fragments generated. There was no patient harm or surgical delay. Surgery was completed without incident. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 20 february 2012. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The returned instruments were examined and the complaint condition was able to be confirmed as the threaded tip of the driving cap was found to be broken off and retained by the insertion handle. No definitive root cause was able to be determined however the failure mode is consistent with excessive impaction while the driver cap was not fully inserted into the insertion handle. The returned suprapatellar insertion handle (03.010.440 lot 113171) was returned in good functioning condition. The fragment of the driving cap remains threaded into the proximal hole. As the handle functioned as intended and did not fail, no further investigation is necessary. The returned driving cap was received with the connecting screw sheared off. Thus the ¿broken: intraoperatively¿ portion of the complaint condition is confirmed but cannot be replicated as the instrument is already broken. The material at the fracture site appears to be homogenous. The top of the driving cap shows witness marks consistent with impaction some of which are not centered which may have provided an off-axis loading condition. The overall returned condition is consistent with the expected result of excessive hammering amplified by having the driving cap not fully inserted. The complaint condition, ¿broken: intraoperatively,¿ is a result of the method of use of the driving cap. The design, materials and finishing processes were found to be appropriate for the intended use of this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.